Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break and entrapment occurred. While a 2.75x12mm promus element plus stent was pushed into the guide catheter, the physician noticed that something was wrong. When the stent delivery system (sds) was removed, only the proximal part came out and the distal part was stuck within the guide catheter. All devices were pulled out including the sds, the guide catheter and the guidewire. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: promus element plus mr ous 2.75 x 12mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and there were no issues noted. The stent struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The outer diameter of the crimped stent was measured and the result was within specification. The stent delivery system was returned loaded in a guide catheter. The guide catheter returned was kinked at the distal end. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube found that there were multiple kinks. The hypotube was broken at approximately 152mm distal to the strain relief. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that shaft break and entrapment occurred. While a 2.75x12mm promus element plus stent was pushed into the guide catheter, the physician noticed that something was wrong. When the stent delivery system (sds) was removed, only the proximal part came out and the distal part was stuck within the guide catheter. All devices were pulled out including the sds, the guide catheter and the guidewire. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was fine.